Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:test preop ok. During ventilation message: reverse the flow sensor. Negative pressure.